Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (pulse below energy level) has been confirmed. A review of device download data confirmed that the monitor delivered a low energy pulse during pulse testing at the distributor. The cause for the failure was isolated to an intermittent connection at connector j1000 pins 1 and 2. Detect and treat was performed three times at zmc without failures. Root cause investigation of similar failures determined that flux contamination on j1000 caused the intermittent connection. No adverse event resulted from the damaged monitor.

Event description:
A us distributor returned a monitor and reported that it delivered a pulse below the lower energy limit.